Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon complained that the pkr insert impactor ruined the insert. Surgeon took out the insert, said he wouldn't pay for it and replaced it with another insert.

Manufacturer narrative:
Reported event: an event regarding a triathlon impactor damaging an insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the event. No manufacturing or material defects were identified. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot ID. Conclusions: the investigation concluded that the tibial impactor tip was damaged. Whether or not the damage to the tip occurred prior to attempted implantation of the insert is unknown.

Event description:
Surgeon complained that the pkr insert impactor ruined the insert. Surgeon took out the insert, said he wouldn't pay for it and replaced it with another insert.